Event description:
It was reported that the handpiece overheated during testing. There was no pt involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
The device was not returned to the MFR for evaluation. A follow up report will be submitted if the product is returned, and if the investigation results require.